Manufacturer narrative:
It was not possible to match these events with any previously reported events. Concomitant product: product ID neu_unknown_cath, lot # unknown, product type catheter. (B)(4). Conclusion: event of infections; catheter problems and the complication that includes pump explant.

Event description:
Stetkarova, I., brabec, k., vasko, p., mencl, l. Intrathecal baclofen in spinal spasticity: frequency and severity of withdrawal syndrome. Pain physician. 2015; 18(4): e633-641. Summary: intrathecal baclofen (itb) delivered by programmable pump devices represents an important modality for long-term treatment of severe spinal spasticity. One of the serious adverse events is a withdrawal syndrome after sudden interruption of itb delivery. In this study, the authors analyzed the frequency and severity of this complication. Treatment recommendations follow. A total of 54 itb pumps were successfully implanted in 39 patients with severe intractable spasticity (24 with spinal cord injury, 15 with multiple sclerosis, 24 men, age range 21 ¿ 59 years). Eight patients developed a withdrawal syndrome on total a daily dose of itb between 90 ¿ 420 ug/day. Seven patients had catheter-related complications. In one patient, pump failure was observed due to its corrosion. Within the group, baclofen withdrawal syndrome occurred once in 20.1 pump-years counted out of 160.4 pump-years of itb treatment. Itb withdrawal syndrome is a rare but life-threatening event and prompt diagnosis before treatment initiation is critical. The reported events were mostly mild due to the acute treatment regime and probably due to a lower dose of itb. A prerequisite for successful itb treatment is a deep knowledge of complications and their prompt management in the hands of a multidisciplinary team in specialized centers. Reported event: the following complications occurred in the group of 54 patients with itb pumps: seven patients experienced catheter problems. One patient had a complication that included pump explant. Four patients developed infections. Information related to patient identification, product information, drug information, event dates, troubleshooting/diagnostics performed, alleged issues, symptoms, potential causes of the events, actions/interventions taken, and patient outcome was not reported. Further follow-up was being requested to obtain additional information.